Event description:
On follow up communication, the user facility reported that the vessel perforation was surgically repaired. According to the surgical director, the pt's condition is good and the pt has been discharged from the hosp. The pt has not been rescheduled for the original stent procedure.